Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2023 [related manufacturer reference number:1627487-2023-02993], patient experienced a csf leak and a headache. Patient was followed up with next morning and headache resolved.